Event description:
It was reported in ar article titled "effectiveness and safety of vagus nerve stimulation for severe treatment-resistant depression in clinical practice after FDA approval: outcomes at 1 year" that a pt had attempted suicide while receiving vns therapy. It was noted that the mean number of attempts had decreased from 0.20 per pt per year t0 0.13 attempts per pt per year the year after vns implant according to the study. Attempts will be made to confirm if this event has been previously reported to the manufacturer as pt information is unk.

Manufacturer narrative:
Christancho p, christancho m, et al effectiveness and safety of vagus nerve stimulation for severe treatment-resistant depressions in clinical practice after FDA approval: outcomes at 1 year. J clin psychiatry. 2011.